Manufacturer narrative:
The "serial #" and "device manufacture date" have not been provided. The device has not been made available for evaluation at this time. Should more information or the device become available, a follow-up report will then be issued.

Event description:
Consumer was allegedly driving her scooter towards the front door of her building when the scooter allegedly began to toll backwards and she allegedly fell off the curbed walkway onto the driveway resulting in an injury.

Manufacturer narrative:
Serial number was never provided. The claim was denied by the carrier.

Event description:
Consumer was allegedly driving her scooter towards the front door of her building when the scooter allegedly began to toll backwards and she allegedly fell off the curbed walkway onto the driveway resulting in an injury.